Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during resection of the greater curvature of the stomach on a laparoscopic sleeve gastrectomy, the surgeon was able to press the green button but was unable to squeeze the handle, and the device did not fire. Another handle was used but had the same issue. A third handle was opened and used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instruments noted that the firing knobs were fully retracted, and the articulation levers were in the neutral position. Each instrument was successfully loaded with a single use loading unit. Each instrument and loading unit were applied to test media. All staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.